Event description:
The physician was attempting to deploy a 2.50 mm diameter x 30mm length endeavor resolute rapid exchange (rx) drug eluting stent in a patient to treat a very calcified and tight lesion with a 70 degree bend. The lesion was pre-dilated. Prior to use, the device was inspected and prepped with no issues noted. An attempt was made to cross the lesion, and when the device was retracted, slight resistance was experienced. Damage was noted to the proximal struts. No patient injury occurred and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation, results: patient lesion morphology. Stent deformation. Conclusion: patient lesion morphology. Evaluation summary: the first, second, third, fourth, and fifth proximal stent segments were raised, damaged and deformed. Slight raising and misalignment was noted to a number of other segments. The stent was positioned on the balloon as per specifications. No further damage was noted. Please note that this device (B)(4) is distributed outside the united states: however, it is similar to the united states distributed product (B)(4).